Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead exhibited high impedance, the physician repositioned the lead 4 times then loss of sensing was noted. The lead was removed and a new lead implanted successfully. The patient condition post procedure was stable and would be followed normally.